Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 4.5 cm abdominal aortic aneurysm in 2002. The patient's co-morbidities include past history of and current diagnoses of arterial hypertensive disease, renal dysfunction, hyposmolarity, thrombocytopenia, paralytic ileus, ischemic colitis, atrial fibrillation, atrial flutter, congestive heart failure, acidosis, chronic obstructive pulmonary disease, hypoproteinemia, malnutrition, acute renal failure, endocardial ischemia, clostridium difficile colitis, gout, hypothyroidism, obesity, tobacco use, liver disorder, coronary atherosclerotic occlusive disease, abdominal sepsis, respiratory failure, pneumonia, and methicillin resistant staphylococcus aureus infection. The patient was reported to be high risk, even for an endovascular procedure. The aneurysm was reported to be thin-walled and protruding mostly posteriorly. The iliac arteries were reported to be good but severely calcified, and the neck of the infrarenal aorta was reported to have "difficult size diameters." Intravascular ultrasound performed in 2002 demonstrated the neck of the infrarenal aorta to be approx 24 mm x 27 mm to 26 mm x 27 mm in diameter. However, in subsequent measurements, the physician states that the diameters of the neck were narrower, 24.4mm x 22 mm and 22 mm x 21.4 mm. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The left common femoral artery was isolated, and was found to be distended and aneurysmal with a diameter of approximately 2.2 cm. Calcification and degenerative atherosclerotic plaque could be palpated: the external iliac artery was found to have severe calcified plaque disease. The right common femoral artery was also aneurysmal and approximately 2.3-2.4 cm in diameter. The aneurysm was accessed, and intravascular ultrasound was performed. The findings were the same as the study performed in february 2002. The physician attempted to insert a 16 french sheath into the leftside, but was not able to negotiate the aorto iliac area; therefore, theartery was dilated with a 20 french sheath and the left common iliac arterywas balloon angioplastied. The sheath was removed, and a 15 french sheath was inserted. A 22 french sheath was inserted on the right side, and a 28mm diameter x 3.75 cm length aortic extender cuff was implanted. A bifurcated stent graft was then twisted and deployed from the right side with the contralateral gate on the right side. The physician attempted to cannulate the contralateral gate. A 16 french sheath could not be passed becuase of a signficant amount of rocky plaque at the iliac bifurcation; therefore, the aorto iliac bifurcation was twice balloon angioplastied. The 16 french sheath was then easily passed into the gate, and at 16 mm diameter x 11.5 cm length iliac limb was deployed, going from the right side to the left iliac artery. Angiography demonstrated a good seal in both right and left limbs and the renal arteries were reported to be fine. The left common femoral artery aneurysm was resected, and an endarterectomy was performed in the area to facilitate placement of an iliofemoral graft. Good doppler signals were obtained in both superficial femoral and profunda femoris arteries. A similar procedure was performed on the right common femoral artery aneurysm. The right common femoral artery aneurysm was resected, and an endarterectomy was performed on the superficial femoral and profunda femoris arteries. An iliofemoral graft and a femoral artery to profunda femoris artery graft were placed. The patient was transferred to the recovery room hemodynamically stable. Twenty-four to forty-eight hours post-operatively, the patient experienced an ileus, abdominal pain, and abdominal distension, which did not resolve with conservative management. A computerized tomography scan of the abdomen did not reveal any abnormalities except for the ileus. The patient did not improve; therefore, the decision was made to perform a diagnostic laparoscopy to rule out an ischemic bowel or acalculous cholecystitis. Abdominal sepsis was susepcted. The patient's respiratory and renal conditions were deteriorating. In march 2002, the laparoscopy, as well as placement of subclavian quinton catheter for potential future dialysis and a placement of a tracheostomy tube, was performed. The gall bladder was found to be grossly normal. The sigmoid colon appeared to be necrotic on its anterior surface; therefore, the decision was made to open the abdomen and treat the problem surgically. The ascending, transverse, and descending colon were dilated, transparent, and "paper thin," consistent with toxic megacolon; however, the patient's clinical course was not consistent with this. The cecum was found to have necrosis and some overlying fibrinous exudate with no visible perforation. The entire and a portion of the appendix were found to be diseased. The sigmoid colon was also found to have necrosis of the bowel wall and was adherent to the abdominal wall with a small micropeforation. The decision was made to perform a colectomy and an ileal loop ileostomy. The colon was removed. The patient tolerated the procedure well with no intraoperative complications. The patient's course over the next couple of weeks deteriorated, particularly from the respiratory standpoint with infection. It was reported that, although the patient did not have any further deterioration of their abdominal condition, the renal failure and the chronic obstructive pulmonary disease, respiratory dependency, and probable pulmonary sepsis and complications led to multi-organ failure. The pt died in 2002. No autopsy was performed.